Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure where a catheter was placed, after this the patient presented recurring incontinence. The cuff and control pump were removed and replaced, and the balloon was reused. There were no additional patient complications reported.